Event description:
The device reportedly displayed dashed lines on the display screen in leads ii, iii and avf. The device's power was turned off and back on twice and the ECG electrodes were replaced three times and the patient's ECG was displayed. The patient's outcome and details were not reported.